Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform displacement test due to lcd damage. The insulin pump has broken reservoir tube lip noted, cracked case at lcd window corners, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported the customer had cosmetic damage to their insulin pump. The customer stated they had dropped their insulin pump on the cement and their screen was cracked as a result. The customer's blood glucose was 153 mg/dl. Customer also stated a piece of the reservoir was missing. It was also found the customer had a purple spot on their screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.